Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system will not turn on. No pt injury was reported.